Event description:
It was reported that during a gastrectomy procedure, the blade was broken off outside of the pt. Other devices were used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.